Manufacturer narrative:
Citation: sliman h et al. Retrograde femoral artery stent-graft implantation for treatment of access-site bleeding following transcatheter aortic valve implantation. Isr med assoc j. 2019 may;5(21):322-325. Doi: not available.. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of a retrograde approach for stent-graft implantation in the treatment of access-site bleeding following transfemoral transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between march 2010 and march 2017. The overall study population included 349 patients (demographics not provided for the entire cohort) with transfemoral vascular access having been used in 332 cases. Multiple manufacturers were noted in the literature and the specific number of patients implanted with medtronic corevalve or evolut r bioprosthetic valves was not disclosed; however, 1 corevalve recipient (case 1) and 2 evolut r recipients (case 3 and case 4) were identified. No serial numbers were provided. Among all patients who underwent transfemoral tavi, adverse events included: vascular access-site perforation requiring stent-graft implantation (56 cases). It was stated that in case 1, case 3 and case 4 antegrade wiring across the site of vascular injury was not possible due to disruption of the arterial lumen and spiral dissections so a retrograde approach for stent-graft delivery was utilized. In case 1 and case 4, severe bleeding at the access-site was reported to have resulted from ¿failure¿ of the non-medtronic vascular closure device after the non-medtronic sheath was removed. With case 3, pre-closure was deemed not possible due to severe arterial calcification. Therefore, following valve implantation, an occlusive balloon (manufacturer not identified) was inflated near the injured access-site to attain temporary hemostasis prior to stent-graft delivery. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.